Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 95% stenosed lesion was located in a circumflex artery. The lesion was predilated with a 2.0mm balloon and a taxus liberte' 3.0x20mm drug eluting stent was inserted. However, the stent was unable to cross the lesion. While attempting to withdraw the device, the stent "threatened to drop off". The guide wire, guide catheter and stent delivery system were all removed. The lesion was dilated again with a 2.5mm balloon and the procedure was completed with a taxus liberte 3.0x20mm stent. No pt complications occurred. Pt status is satisfactory.